Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt experienced a red heart alarm that was unable to be silenced. They were unable to review the pt's history upon return to clinic. The pt was stable and the system controller was exchanged with another system controller.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The reported event of a red heart alarm and the inability to collect the log file was confirmed during analysis. The eval of the returned system controller revealed defective/damaged printed circuit board components. As a result, the returned system controller did not operate the pump and the data log file was unable to be collected. The defective components were replaced and the system controller operated properly after the repair. The root cause of the component fault could not be determined. No further info is available. The MFR is closing its file on this event.